Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer's blood glucose was 200 mg/dl. Troubleshooting was done. Advised customer to manually push plunger to see if insulin exited the tubing. The customer stated that insulin did not exit the tubing. Advised customer to try a new reservoir with the current infusion set. The customer verified that insulin exited the tubing. The customer disconnected the call during troubleshooting. The customer had mentioned that she was low on insulin and that she would call back later. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.